Manufacturer narrative:
Unit failed sleep current measurement and active current measurement due to corroded electronic assemblies. Pump received error alarm during rewind due to corroded motor home switch. Unable to perform displacement test, prime, seating test, basic occlusion test, force sensor test, and occlusion test due to pump error alarm. Unit tested outside the pump and received pump error alarm at rewind. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had replace battery alert. Customer¿s blood glucose value at the time of incident was unknown. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Troubleshooting was performed for replace battery now alarm. The insulin pump will be returned for analysis.